Event description:
On 4/2001, co learned the following: after the surgery the pt developed a periprosthetic seroma with a possible infection. After drainage, the seroma was resolved. The pt was sent home. No add'l treatment was required because healing is ok.

Event description:
The doctor claims that the hemashield graft leaked approximately 200cc of blood through its walls immediately after being implanted to repair an aortic abdominal occlusion. The pt had been anticoagulated prior to surgery with a 30mg heparin bolus. The graft became blood-tight on its own after 15 minutes. The graft was left in. There was no injury or complications to the pt. The pt's condition is good. The clinical outcome of the case is good.